Event description:
As reported by the user facility: event 1: we are having issues with caresite smallbore extension set (470100-01) detaching from IV cannulas. On speaking to the customer she gave me further information. This has happened 5 times the first time the baby lost a significant amount of blood and the babies hemoglobin level dropped by half. The hospital has not experienced any further injuries, as far as the nurse knows.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. The initial MDR was submitted on time but failed. Failure occurred due to submission uploaded as a .pdf instead of a .xml file. Messageid: <42538441.10.1700599993574@us01-c1315.bbmus.bbraun.com> coreid: ci1700599993336.1921771@fdsahl86ceb429_te2 datetime receipt generated: (B)(6) 2023, 15:53:56. "Cdrh has received your submission".